Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the device removal/replacement planned for (B)(6) 2026. The contact information for the doctor who will be removing the device had been provided.

Event description:
See 704121798 (B)(6)-stopped/return of symptoms) for omitted information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had been seeing the doctor regularly since last week and they were "ready to have the pump removed for good this time the battery is failing once again". The patient mentioned that they were in the process of scheduling the removal of the pump. The patient also mentioned that the pump had been beeping over a month now and they would no longer have baclofen refilled.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.